Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing the screw when inserting into the plate.

Event description:
On 12/9/2022, it was reported by a sales representative via sems that the locking screws could not be implanted in an ar-18714p-10 plate and an ar-18714p-18 plate. The screws kept seating proud on the plates and spinning. This was discovered during a procedure. Additional information received on 12/13/2022: this was discovered during a 5th metacarpal fracture procedure on (B)(6) 2022. Multiple screws, such as: ar-18714v-06 1.4x6mm locking screw and ar-18714v-07 1.4x7mm locking screw, were attempted to be use, but still could not be implanted through the plates. Neither the plates nor the screws were used in the procedure as it was completed pinning the proximal phalanx with k-wires.